Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 250 units of insulin. Customer¿s blood glucose ranged between 140-150 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.